Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Troubleshooting was unable to be performed due to the customer changing the pump supplies. Reportedly, the customer had loaded the cartridge with 500 units of insulin. There was no reported impact to customer's blood glucose level. Customer loaded a new cartridge and received an accurate fill estimate.